Event description:
It was reported that when powered on, the ventilator displayed a pre-existing device alert. Patient involvement is unknown, however, none was reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended an extended self test (est) and to run this unit for 24-48 hours. The customer followed the recommendations and could not duplicate the error codes. This device was released back into service.